Event description:
It was reported the left head-end caster fell off while a patient was on the stretcher.

Manufacturer narrative:
The unit was evaluated by a stryker service technician, who stated, it is likely the nut and washer did not get tightened properly at the manufacturer during assembly. It was also reported, the head-end right caster was missing nuts and washers.